Event description:
It was stated that the patient was on heparin and aspirin at the time of the event.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section h6: health effect impact code corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2024 the patient had major upper gastrointestinal bleeding. The date of blood transfusion and red cell concentrate (rcc) was not stated. The approximate number of units of rcc transfused per 24 hours was unknown. Laboratory values were unknown. It was stated that drug treatment was performed, and the patient was on heparin and aspirin at the time of the gastrointestinal bleeding. The bleeding episode resulted in rehospitalization. The patient had a history of lesion or disease at the bleeding site and hastened the development of bleeding (gastric fundic gland polyp). It was stated that the event was possibly device related. The patient was hospitalized for an unknown amount of time.